Event description:
The lay user/patient contacted lifescan on november 17, 2007 and alleged that his one touch basic enhanced meter was reading inaccurately low. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in 2007 at 12:15 pm. He had obtained a result of 60 mg/dl and was comparing it to a result of 472 mg/dl obtained on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient reported that as a result of the reported issue, he had skipped a dose of his insulin. The patient also mentioned feeling dizzy and his taste buds had changed after the reported issue began. He visited the doctor's office (unknown if the other meter stated above was the doctor's meter) and was treated with insulin by a healthcare professional. At the time of troubleshooting. It was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. It was discovered that the test strips had expired (use error). The complaint is being reported because the patient claimed he experienced symptoms after the reported issue began and was treated with insulin at the doctor's office. The reported meter was out of specification when compared to the other meter. The test strips used were expired. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.